Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided, approx. (B)(6) 2021. Model number: a complete model # is unknown, as the serial number was not provided. Catalog number : the catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: the UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon had implanted a synergy toric intraocular (iol) and he noticed the iol was 40 degrees off axis when he first checked post-op at 2 weeks. The iol was still in same position at 4 and 6 weeks. Patient's vision was impaired as lens was off axis. The issue had significantly affected the patient's daily activities. He repositioned it at 6 weeks and patient¿s visual acuity (va) was great and patient was happy. Surgeon indicated that it was really difficult to reposition the lens and he had to do it in theatre and took longer than expected about half hour. No further information available.